Manufacturer narrative:
The event occurred in a foreign country.

Event description:
Reporter stated that a pt purchased an integra meter from a pharmacy that was preconfigured to deliver values in mg/dl. The correct unit of measure for blood glucose monitoring devices distributed in a foreign country, is mmol/l. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.